Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by "feeling uncomfortable", the patient presented to the emergency room and was subsequently hospitalized for the peritonitis event. The same day as onset, the patient was treated with cefazolin (dose, route and frequency not reported) and ceftazidime for three days, (dose, route and frequency not reported). Treatment with cefazolin was ongoing. Pd therapy was ongoing. The patient was discharged five days after admission and was reported to be "discharged on good condition". At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.